Event description:
It was reported that the right ventricular exhibited oversensing. The lead was capped and replaced. The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.